Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after four years and eight months, a computed tomography (CT) abdomen was revealed, there was an inferior vena cava filter in place centered over the mid to lower vertebral body level. The dome was centered within the inferior vena cava lumen below both renal veins. There are 12 filter struts extending distally. A left posteromedial strut extends well past the inferior vena cava lumen by approximately 18mm extending posterior to the aorta and just anterior to the vertebral body. A posterior midline strut extends past the filter lumen by approximately 4mm abutting the anterior aspect of vertebral body. Several remaining struts minimally extend past the caval lumen and may simply stretch the wall rather than perforating the lumen. No strut fragmentation. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall and to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that the patient experienced abdominal pain. The current status of the patient is unknown.